Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial#: (B)(4) description: infinion 1x16 perc lead kit-50 cm model#: sc-3400-30 serial#: (B)(4) description: infinion splitter 2x8 kit (30 cm) model#: sc-4316 lot#: 18589750 description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted in an entire lead. The physician did not suspect device malfunction. The patient underwent a revision procedure wherein the leads, splitters, and anchor was replaced. The patient was doing well post-operatively.